Event description:
The customer reported, a defib failure cycle power message during power up.

Manufacturer narrative:
(B)(4). The customer reported a defib failure cycle power message during power up. The device was evaluated at philips and the symptom was verified. The power pca was replaced due to this error. The device was returned to the customer after passing all testing. We are considering this a malfunction of the power pca.